Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling lung tissue during a thoracoscopic procedure, a small yellow piece fell into the patient¿s cavity, and the surgeon promptly removed it. They used another loading unit to complete the case. There was no patient injury.